Event description:
A (B)(6) patient had a slip in the mayfield clamp that resulted in a 3 to 4 inch laceration on her left side. The patient on the table and the clamp was placed. They flipped her with the clamp on and while the surgeon was adjusting her into the desired position, the patient slipped out of the clamp. The lock knob was not locked due to the surgeon still adjusting the patient. According to the staff in the room, everything else was normal. Surgery delay was reported as 15 minutes. Additional information was requested and on 18jul2016, the following was provided: reusable adult skull pins were used (customer was unsure of brand, product ID, or lot number information). The skull pins are not available to be returned for evaluation since the customer did not take the pins out of service. It was reported that they used the same ones in a different mayfield case. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 08/22/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads general maintenance and cleaning required. The device history record for the unit(s) listed in this complaint under lot code/work order: 131/098471. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. In summary the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history.